Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pacing impedance measurements to high out of range values above 2000 ohms. X-ray imaging revealed fracture of the lead. During replacement surgery, it was not possible to extract this lead. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.